Manufacturer narrative:
"Combative."

Event description:
On (B)(6)2017, the lay user/patient¿s husband contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter was reading inaccurately high compared to another device (ems meter, brand not reported). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that they became aware of the alleged inaccuracy at approximately 12 a.m., on (B)(6) 2017. The reporter claimed that prior to going to bed on the evening of (B)(6) 2017, the patient tested her blood glucose using the subject meter and he claimed that she obtained a reading of ¿108 mg/dl¿ which fell within her normal blood glucose range. The reporter advised that the patient manages her diabetes with insulin pump therapy and he denied that she made any changes to her usual diabetes management regimen in response to the reading of ¿108 mg/dl¿ that she obtained. The reporter advised that approximately 30 minutes later, at around 12 a.m., on (B)(6) 2017, the patient awoke feeling ¿sweaty¿ and that she went to use the restroom. The reporter stated that he went to get her some juice and when the patient didn¿t return from the restroom, the reporter went in and found that she had developed symptoms of ¿really low blood sugar¿; claiming that she was ¿sweating profusely, unresponsive and combative¿. At this time, the reporter claimed that he tested her blood glucose using the subject meter and that he obtained a reading of ¿112 mg/dl¿. The reporter got the patient into bed and then called the emergency medical services (ems). Upon their arrival at around 12:15 a.m., on (B)(6) 2017, they reportedly measured the patient¿s blood glucose at ¿13 mg/dl¿ on their device and immediately treated her with a dextrose injection. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter advised during the call that at around 12:30 a.m., the paramedics re-tested the patient¿s blood glucose using the ems device and that they obtained a reading of ¿240 mg/dl¿. The reporter advised during the call that the paramedics left and that an unknown time later, the patient re-tested her blood glucose using the subject meter and that a result of ¿140 mg/dl¿ was obtained. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter and that the patient was following the correct testing procedure; however, the reporter was unable to confirm if an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose reading.